Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a return of symptoms, they had been urinating too much, especially at night time. They also stated they were not feeling stimulation anymore and described the feeling of stimulation as a beep in their vagina. They confirmed they were describing the normal feeling of stimulation as a beep. They were able to sync with their patient programmer on the call. It showed stimulation was on. The patient increased stimulation from 1.60 to 2.30 and confirmed they felt it comfortably. The patient noted a fall related to the issue, noting they fell one time a while ago. They were redirected to their healthcare provider if symptoms did not resolve after making adjustment. No further complications were reported or anticipated.